Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, noise was observed on the right ventricular lead. It was also noted that there were episodes of triggered ventricular fibrillation. Lead extraction was discussed. The patient is stable.

Event description:
New information received notes that the patient presented for right ventricular(rv) lead revision. An insulation breach was noted on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise, oversensing and insulation breach were confirmed. A complete lead was returned in two pieces. External insulation abrasion was noted at 13.5 ¿ 13.9 cm from the connector pin consistent with lead friction to the device can. The ring electrode etfe coating was abraded at this location. The cause of the reported events of oversensing, noise and insulation breach were isolated to the external insulation abrasion consistent with friction to the device can. The reported event of clavicular crush was not confirmed. Other damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the oversensing and damage due to clavicle crush was also noted on the right ventrcular (rv) lead.